Manufacturer narrative:
The devices were not returned to olympus for evaluation. Based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. If sparks are discharged frequently from the grasping section during output, the grasping section (tissue pad) may be worn out. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The user facility informed olympus that near the conclusion of a therapeutic hysterectomy with colpotomy procedure, the tips (probe) of three devices from different lots broke off and fell outside the patient. The tips of each device were retrieved intact from the sterile area. It was reported that the breakage occurred while the surgeon was cutting tissue. The generator settings during the procedure were coag 2/cut 1. There was no bleeding reported. The intended procedure was completed with a different device. There was no patient injury reported. This is report 3 of 3.